Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged, resulting in non-capture and non-sensing in the atrium. A chest x-ray will be taken to assess the lead position. No revision procedure is scheduled at this point. No adverse pt effects were reported.